Manufacturer narrative:
(B)(4). Batch # unk. Following information requested but unavailable: what was the position of the patient? (Was patient on their side?) What was the position of pad relative to patient body? Was the pad directly on the body or was something in between? Was a patient warming device used? If so, where was it placed? Which arm was burned? Did the burnt arm have direct contact with pad? Please confirm the degree of the burn? How was the burn treated? Are there pictures available for review? What is the current patient status? Will the pad be returned for evaluation?

Event description:
It was reported that during a laminectomy procedure, the patient had their arm burnt while using the megasoft. The burn was not seen until the procedure was completed. It is unknown if another like device was used to complete the procedure. Patient had third degree burn, not a site pad burn.